Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited crystallization in the control body and vertical line in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the crystallization in the control body is cause not established and the most probable cause of the vertical lines in the image is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.